Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, she was experiencing high blood glucose over 400 mg/dl. Customer changed the reservoir and infusion set in order to resolve issues. Troubleshooting was performed, however customer declined to check for leaks or air bubbles and performed high pressure test. Customer was unsure if the settings were correct and was advised to check with her doctor. Customer was advised to change entire set, reservoir, and insulin when high blood glucose occurred. Customer is not returning the insulin pump for analysis.